Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited myopotential oversensing, which inhibited pacing. The noise was able to reproduce with deep breathing test. Programming changes were made. The patient was asymptomatic and will continue to be monitored with routine follow-ups.